Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 77-year-old female patient with a high risk of percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. The complainant reported that while setting up the purge cassette for patient support, it was noted that the purge disc holder was missing from the automated impella controller (aic). The aic was swapped to resolve the issue. There was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. No data review is needed for this complaint because it was only reported that the retainer was broken. During the visual investigation the purge disc retainer was found to be broken (retainer completely broken off). The root cause of the issue was a broken purge disk retainer. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12974: d6a / d6b should have been left blank e4 should have been left blank g1 reporting contact fax number missing.